Event description:
Additional information received indicated that the patient's left ventricular (lv) lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after a fall and felt their shoulder twitching. Upon interrogation, it was revealed that the left ventricular (lv) lead had dislodged. The lv lead was programmed off. The patient was stable throughout.